Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removed") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), burning sensation ("feeling that whole body is burning"), swelling ("swelling") and weight increased ("weight increased 20 kg"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the burning sensation, swelling and weight increased outcome was unknown. The reporter provided no causality assessment for burning sensation, medical device removal, swelling and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): medical device removal: (B)(4) cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removed") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced burning sensation ("feeling that whole body is burning") and swelling ("swelling") and was found to have weight increased ("weight increased 20 kg"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the burning sensation, swelling and weight increased outcome was unknown. The reporter provided no causality assessment for burning sensation, medical device removal, swelling and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.